Event description:
The doctor reported the implant was removed due to loss of osseointegration 1 year and 6 months after placement surgery. Oral hygiene at the site of the implant was moderate. Bone quality at site of surgery was type 2. During the surgery, periodontal disease and bone resorption were observed.